Manufacturer narrative:
The device was explanted or disabled > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted or treated because they are not functioning optimally. A valve-in-valve or redo procedure carries significant risk. The device were not returned for evaluation, as they remain implanted or the availability is unknown. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "effect of conventional and rapid-deployment aortic valve replacement on the distance from the aortic annulus to coronary arteries" authors martin andreas et al, the following complaint was identified: patients with 8300ab aortic valves underwent explant or valve-in-valve procedures after unknown implant durations due to unknown reasons.

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received.